Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
There was additional information reported that was not relevant to this event and therefore was omitted; see pe (B)(4)-pump loose; hurting patient. Information was received from a consumer regarding a patient receiving morphine with an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported on an unknown date patient stated healthcare professional (hcp) told patient the catheter was "stopped up." Patient d ID not know the date for when this happened. No further information provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.